Event description:
While changing ncpap setup, respiratory therapist squeezed the water bag causing water to forcefully exit tubing and enter pt's nose. Pt required suctioning and fio2 increased at increments over next several days to 42% slowly weaned down to baseline of 28% 4 days post event.